Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with a missing end cap sticker, minor scratches on the lcd window, and a cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump stopped responding. Customer's blood glucose was 87 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.